Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. A video was also provided. Visual inspection of the returned photos and video noted that the reload was clamped on tissue. Staple lines could be seen in the tissue cavity. A grasping instrument was visible. One device could be seen inside a plastic bag. The jaws were open. Staple pushers were up distally. Staples could be seen protruding from the staple cartridge above the 3cm cut line. It was reported that there were firing issues with the reload component, specifically a partial fire. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4m0951 sig power sigphandle handle - sigphandle, lot# unknown sig power sigadaptstnd linear adapter - sigadaptstnd, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the powered stapler, there were firing issues with the reload component, specifically a partial fire. The instrument's charge was incomplete, reaching only halfway through the tissue, necessitating a second charge to fully close the tissue. Another reload was used to perform the closure. No consequences or impact to the patient were reported, and the patient remained alive with no injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was clamped on tissue. Staple lines could be seen in the tissue cavity. A grasping instrument was visible. Functional testing found that the jaws were open. Staple pushers were up distally. Staples could be seen protruding from the staple cartridge above the 3cm cut line. Two stickers listing lot numbers "p4m0952" and "p2m0951" could be seen. It was reported that the instrument partially fired. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.